Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass, the patient had low svo2 despite adequate pressure, cardiac hct, and flow rate, while using a baby rx oxygenator. The product was changed out. There was no patient injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).